Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, this case reports a revision due to pain, loosening, and dislocation within 2 weeks of implantation of a partial hip replacement. Patient current health status is unknown. Requested information beyond the revision surgery was not provided. Without clinically relevant information the root cause of the reported revision could not be concluded. The patient impact was pain, loosening and a revision surgery. Further patient impact could not be assessed. No further clinical/medical assessment is warranted at this time. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history did not reveal additional complaints for the listed batch. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to traumatic injury, joint tightness, material in use, patient reaction, patient anatomy, abnormal loading of limb, abnormal motion over time, bone degeneration, fit/sizing issue or loss of sterility. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, after a partial hip replacement surgery was performed on (B)(6) 2021, the patient had to undergo a revision surgery on (B)(6) 2021 due to pain, loosening, and dislocation. Patient outcome remains unknown.